Event description:
It was reported that the patient said the device was infected and it will need to be explanted. Technical services referred the patient to the doctor. There were no additional adverse patient effects reported. The system remains implanted.